Event description:
Staple was removed and replaced because the doctor felt that it did not compress properly.

Manufacturer narrative:
The eight staples from same lot were tested and all staples functioned as intended for use.